Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, restart error test, rewind and displacement test. However, unit alarmed system sensor during basic occlusion due to slightly loose drive support disk. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during the tube fill process. The customer's blood glucose reading was 120 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out instead of being recessed into the device. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.